Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Lot number, expiration date and unique identifier (UDI) number unknown / not provided last name unknown / not provided. PMA/510(k) exempt . Device manufacturer date unknown / not provided.

Event description:
It was reported that the hex driver split. While removing an abutment screw the portion that engages the screw fractured. They were able to remove the screw and complete the procedure.

Manufacturer narrative:
This report is being submitted to report additional information. The product was returned for investigation. The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and likely conforming when they left zimvie. A complaint history review by item number was conducted for dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mod e, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.